Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: returned filter is manufactured according to specifications with prescribed distance between each pair of filter legs. Based on attached image and on reported information the exact reason for non expanding filter legs cannot be determined, but since the filter nicely expanded after removal from tube, it may have been somehow obstructed from fully expanding due to e.g. Ivc anatomical conditions, clots or if not placed in ivc. In all filters the spring effect and the distances between filter legs are verified during the manufacturing processes, as every filter is redeployed and spring effect is approved after advancement through a testing sheath. Under normal conditions, ivc< 30 mm, the radial force of the filter will secure proper attachment of the filter legs to ivc. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2014: the filter introducer was inserted via the right jugular vein and advanced to the desired position. Then the physician withdrew the sheath to deploy the filter; however the filter would not expand. Therefore another manufacturer's filter was used instead and the procedure was completed without problems. Patient outcome: no adverse effect to the patient.